Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited foreign objects in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - connecting tube has foreign objects - label on s-connector (scope connector) is peeled - due to damage on insertion tube rotation ring, connecting tube does not rotate smoothly - adhesive on a-rubber (bending section cover) has a crack - connecting tube has a cut a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to scratches at the location (connecting tube), disallowing the normal reprocessing of the device. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in bf-q190 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in bf-q190 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.